Event description:
No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal investigation was opened to investigate this issue. Per the preliminary technical failure summary the customer was able to clean pin and run a successful test infusion. The pump can be returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: ticket stated service needed. Cleaned and ran test infusion. No alarms, patient status unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.